Event description:
It was reported that the customer had a button error alarm and a high blood glucose level of 489 mg/dl. Customer could not wake up and had nausea and diarrhea. Customer corrected with a syringe. Customer was playing basketball and had the pump tucked in her shorts. Customer was not taken to the emergency room or admitted into a facility. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The insulin pump passed the functional testing. However, intermittent button response was noted due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump had a cracked case at the display window corner, minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.